Manufacturer narrative:
Continuation of d10: product ID: m995402a001, lot# serial# (B)(6). Section d information references the main component of the system. Other relevant device(s) are: product ID: m995402a001, serial/lot #: (B)(6), h3: analysis of the m995402a001 battery pack (serial number (B)(6)) revealed it was out of electrical specification. This regulatory report is being submitted as part of a retrospective review as part of remediation plan 411. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding an external device. The reason for call was pt says their grandkids messed with their equipment and noticed about 3 days ago that the recharger (rtm) cord doesn't plug all the way into controller. Ac power cord plugs into controller like normal and made controller screen come on. They said they saw a screen that says "call medtronics" but doesn't remember the details. Pt says they see 8 pins all gold and shiny, with none of them darkened out. They hear rattling in controller, and still hear it when they put their finger against the port of controller. Pt says end of rtm cord has "a black spot" on one of the contacts. The issue was not resolved. An email was sent to the repair department to replace the device. Patient called stated they received the controller and recharger but they are not able to use the device. Ps asked patient to check controller battery pack compartment. Patient said no one told her to keep the battery pack. Patient stated she sent back the battery pack in her old controller.  Patient called back stating they were cleaning and found their battery pack on the floor, so they didn't send it back with the controller after all. Patient stated they still haven't gotten the controller to work yet because it just goes from set up to connect the recharger. But they can't do that because the controller is not charged. Patient did not see a green light on the controller when plugged into the ac power supply, and the screen shut off when disconnected from power. Patient confirmed their was no battery pack in the controller. It was determined the battery pack patient found on the floor was the replacement. Patient inserted the battery pack and confirmed the green light was blinking on the controller. The controller battery was too low to complete the set up process. Agent reviewed information with patient and recommended patient call back if any additional assistance is needed once the controller is charged. Patient noted their back is hurting, and they're really tired.